Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 01/01/2025, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 01/02/2025.

Event description:
It was reported that during a procedure, the fiber broke along with the debris shield. The procedure was completed with another device. There was no patient complications reported.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection of the device found that the device was received in one piece, no defects to fiber body. The glass tip was in good condition the connector had burn marks and distorted light exiting the connector face indicating an internal connector fracture. During functional testing of the subminiature version a (sma) connector the aiming beam was weak. During functional test the console read treatment used 0 treatment left 1 was displayed. Based on analysis results, a conclusion code of cause traced to component failure which indicates that expected or random component failure without any design or manufacturing issue. Blockb3: the exact date of the event is unknown. The provided event date, 01/01/2025, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 01/02/2025.

Event description:
It was reported that during a procedure, the fiber broke along with the debris shield. The procedure was completed with another device. There was no patient complications reported.